Event description:
It was reported that on (B)(6) 2012, a 19mm epic supra valve was successfully in a patient. On (B)(6) 2022 the patient visited a different hospital for a second opinion and was discovered to have severe aortic valve regurgitation (ar), mitral regurgitation (mr) and tricuspid regurgitation (tr). On (B)(6) 2022, the decision was made to explant the 19mm epic supra valve and replace it with a 19mm non-abbott device. A valve-in-valve procedure was not considered feasible because the epic supra valve had been implanted close to the patient's coronary artery. There was no noted calcification around the patient's annulus. The patient also underwent a mitral valve valvuloplasty to treat the mr, a tricuspid annuloplasty to treat the tr, and a left atrial appendage closure all on the same day. It was noted that during the explant the of the epic supra valve incomplete coaptation of the valve's leaflets was confirmed along with thinning of the valve's leaflets. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to regurgitation was reported. The investigation found that cusp 1 was torn. No acute inflammation or significant calcifications were present. There was mild thinning and loss of collagen fibers at the base of cusp 3. The fibrous pannus and calcification were limited to the sewing cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any significant calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery, and may result from increased operational stress, biological factors including tissue degeneration as well as implant related technical factors. Based on the timing of this event, this nclt may be related to mechanical wear and tear rather than implant related technical factors. There is no indication of a product quality issue with regards to manufacture, design, or labelingh6 medical device problem code: code 1153 removed

Event description:
It was reported that on 07 may 2012, a 19mm epic supra valve was successfully in a patient. On (B)(6) 2022 the patient visited a different hospital for a second opinion and was discovered to have severe aortic valve regurgitation (ar), mitral regurgitation (mr) and tricuspid regurgitation (tr). On (B)(6) 2022, the decision was made to explant the 19mm epic supra valve and replace it with a 19mm non-abbott device. A valve-in-valve procedure was not considered feasible because the epic supra valve had been implanted close to the patient's coronary artery. There was no noted calcification around the patient's annulus. The patient also underwent a mitral valve valvuloplasty to treat the mr, a tricuspid annuloplasty to treat the tr, and a left atrial appendage closure all on the same day. It was noted that during the explant the of the epic supra valve incomplete coaptation of the valve's leaflets was confirmed along with thinning of the valve's leaflets. Subsequent to the previously filed report, additional information was received that during the explant of the 19mm epic supra valve on 08 august 2022 there was a tear in the valve noted around the right coronary cusp. The aortic regurgitation had been confirmed via echocardiography examination. There was incomplete coaptation of the epic supra valve's leaflets noted. It was noted that was there had been no clinically significant delay in the implant procedure. The leaflet tissue had not been manually manipulated or handled with any unprotected forceps or sharp instruments during the implant or explant procedure. The patient was noted with having an annular dimension of 21mm. The patient experienced no permanent impairment or damage as a result of this event. The patient was stable at the time of report